Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call indicating that patient insulin pump alarm insulin flow blocks. Customer's blood glucose at time of incident was unknown. Customer's father reported that customer has been experiencing a lot insulin flow blocked alarms despite changing reservoir and tubing from different lot. Customer stated has been receiving these alarms since he started using pump but 5 times last night. The customer agreed to replace pump.